Event description:
The trilogy ev300 ventilator was returned to the manufacturer for evaluation. During diagnostic testing the device failed active exhalation verification test. Retested after running in clinical mode for ten minutes and failed again. Per customer, the device will not be repaired, indefinitely.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy ev300 ventilator was returned to the manufacturer for evaluation. During diagnostic testing the device failed active exhalation verification test. Retested after running in clinical mode for ten minutes and failed again. Per customer, the device will not be repaired, indefinitely. New information/eval: the technician replaced the 3 way solenoid valve and proportional valve (aecm): on the device to address the issue and completed full t & v. The device passed all testing; the system meets the specification for the performed service and is returned to use. Current software version: 1.05.10.00. The case was closed.